Manufacturer narrative:
Corrected b5 narrative: it was reported that the suture product code printed on the outer box had a g letter in the end, but the product code printed on the local legal label on the box was with a and matches the local product code with a. Therefore, the local legal label has no issue. There was no patient involvement or consequence to the patient.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: are there any photos available for visual analysis to show any defect? - no photos are available.

Event description:
It was reported that the suture product code indicated on the outer box had a g letter in the end, but the product code printed on the legal label on the plastic package/film had an a letter. The product code of suture on the delivery slip was with a. There was no patient involvement or consequence to the patient.